Event description:
The pump was returned for investigation. Investigation revealed the display has persistent vertical lines through the lettering on the display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: testing confirmed that the display has persistent vertical lines through the lettering on the display screen. A test screen was inserted. The test screen functioned properly with no vertical lines visible on the screen. (B)(6). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.